Manufacturer narrative:
Manufacturer's ref. No: pi1-15p5p4r the returned device was visually inspected upon receipt and reddish material was found at the pebax and a cut was observed on the pebax. Per this condition a scanning electron microscope (sem) testing was performed over the pebax area of catheter and the results show that the pebax external surface presented evidence of scratches and rupture. It is possible that an unknown object hits and ruptures the pebax surface. Per the event reported, the catheter was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple (tc) wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address tc breakage on the tip section for st and st sf. Regarding pebax damage, based on available analysis results; it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a temperature issue occurred as the temperature was not showing. The cable was changed but the issue did not resolve. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster inc. Failure analysis lab on (B)(6) 2017 and it was discovered the clear sensor sleeve is cut allowing reddish brown material inside. There was no difficulty in removing the catheter through the 8.5f agilis sheath. This damage was not noticed prior to use, upon withdrawal or prior to sending the catheter back for analysis. The lab finding was assessed as MDR reportable because there is risk to the patient such as contamination or internal catheter parts being exposed. This can lead to issues such as embolism or stroke. The awareness date has been reset to (B)(6) 2017, the date the reportable lab finding was discovered.